Event description:
It was reported the health care professional (hcp) called in for review of device data as they suspected there was right ventricular (rv) loss of capture. Technical services reviewed the data and did see a mix of paced and sensed events and suspects the lower amplitude paced events are likely due to fusion. Thresholds were noted to be within range. The patient is not dependent on therapy. At this time, the lead remains in service. No adverse patient effects were reported.